Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number and g5 are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high pressure alarm on multiple attempts. The patient was advised go to emergency department.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.